Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a device's sound abatement foam. There was no patient harm or injury. B2 was inadvertently reported as disability or permanent damage and has been corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. A correction to b5 was made and should be: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged leaking foam onto her loop. There was no report of patient harm or injury. After the second attempt to have the device and components returned for evaluation, the customer stated that the device already returned to philips, yet the manufacturer did not receive the device. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-01706. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
Correction: manufacturer previously reported on MDR 2518422-2021-01706.

Event description:
The manufacturer received information alleging an issue related to a device's sound abatement foam. There was no report of patient harm or injury. Attempts to retrieve further information regarding the device have been unsuccessful. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.